Event description:
The patient filed a medwatch report stating that she had undergone cataract surgery in 2007 with placement of the crystalens iol in her right eye. According to the pt, the iol vaulted one day postoperatively, at which time secondary surgical intervention was performed in order to reposition the lens. The lens then vaulted a second time. The pt also developed posterior capsular opacification (pco). The pt is now alleging that she "cannot see" out of her right eye. When the implanting physician was contacted, he revealed that prior to the crystalens surgery, the pt had undergone lasik surgery (with an enhancement) for treatment of high myopia. The pt has discontinued care with the implanting physician and is currently under the care of another physician. The pt is scheduled for a yag capsulotomy to address the pco.

Manufacturer narrative:
The device history records were reviewed, and there were no discrepancies or unusual findings.